Manufacturer narrative:
Clinical review of this file has determined that it does not meet the criteria for MDR reportability. However, as we've already reported it, we will continue to send additional information as it is received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round high profile 290cc. The patient states, she has no actual issues with her implants; however, she has experienced shortness of breath, always tired, sharp/dull pain, numbness in index fingers bilaterally, foul taste in mouth, swelling of the throat, weight gain when she works out every day. On the right breast area around the sternum feels as the ribs are raised. Due to these concerns the patient wishes to remove her implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the left side implant, see manufacturer report number 1645337-2018-07611 for contralateral prosthesis.